Event description:
During unpacking for preparation of an unspecified procedure, the sterile packing of the maverick otw ptca catheter was found to be open. It is further reported the device was not used. No pt injuries or complications were reported.